Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported 64-year-old white male had leg ischemia leading to impella cp pump explant. A transcatheter aortic valve replacement (tavr) was performed and a new impella was placed. The patient was also put on ECMO support. Following intervention, the patient was ultimately able to be weaned off both supports and was noted to be ok.

Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. No product was returned. The root cause of the limb ischemia was most likely patient condition related. The failure modes will be monitored and trended.